Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient arrived at the clinic with complaints of increasing shortness of breath (sob), a hematocrit (hct) of 22%, and recent black stools. The patient was admitted for gastrointestinal (gi) bleeding. At the time of the event the patient was taking the anticoagulants aspirin and warfarin. In response to the gi bleed changes were made to the patient¿s medication. The patient was also transfused with 4 units of packed red blood cells (prbcs). The gi bleed was reported to have spontaneously resolved on (B)(6) 2016.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.